Event description:
It was reported that the implantable cardiac monitor (icm) could not be located in the patient during an outpatient visit. The icm disappeared from the subcutaneous part of the patient. It was indicated that the patient may have removed it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.